Event description:
It was reported that during service this 980 ventilator failed the short self test (sst) circuit pressure test. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Section e: initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Issue identified during product analysis. Medtronic conducted an investigation based upon all information received. It was reported that during service this 980 ventilator failed the short self test (sst) circuit pressure test. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer's specifications at the time of service. One ifm pcba was returned to medtronic for further analysis. A visual inspection of the returned part was conducted and no anomalies observed. The returned ifm pcba was attached to the failure investigation test ventilator for analysis and powered up but failed the extended self test (est) auto zero solenoid and the short self test (sst) failed circuit pressure test. After a thorough investigation, a faulty autozero solenoid (so1) in the ifm pcba was identified. If an so1 failure were to occur while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the event was isolated to faulty autozero solenoid (so1) on ifm pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.